Event description:
On (B)(4) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 11am. It was reported the patient obtained blood glucose results of "150 mg/dl" with the subject meter and "300 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). It is not known how the patient manages her diabetes or if changes were made to her usual management routine. That same afternoon, the patient reportedly visited her physician's office and tested on the physician's meter only. The patient obtained a blood glucose result of "300 mg/dl.". Keytone testing was also performed. No additional treatment was specified. The reporter denied the patient developed symptoms due to the reported issue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.